Manufacturer narrative:
Follow up with the customer on (B)(4) 2016 indicated that the customer's blood glucose level had stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. It was reported that the customer's blood glucose level was 300 mg/dl. The customer was able to load a new cartridge successfully.